Event description:
It was reported that during a partial nephrectomy procedure, the device got stuck when fired. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: when the device got stuck, was the device locked on tissue with the jaws closed? Yes if yes, how was the device removed? They eventually opened when the device got stuck, did the device deliver any staples? Not sure, dr. Fired or tried to fire it. If yes, were the staples formed properly? If yes, was the staple line complete? When the device got stuck, did the device cut? No. On which firing did this event occur (1st, 2nd, 8th, etc.)? 1st. What was the product code of the cartridge being used with the device when the issue occurred (tr45w, 6r45b, etc.)? Tr45w-I think. Was the device fired across or near an existing staple line or clip? No first attempt. The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The reload was received fully fired and with the reload lockout spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.